Manufacturer narrative:
No button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unit received with currents in specifications. No unexpected battery out limit.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer changed batteries and received a battery out limit alarm and was not able to clear. Customer's blood glucose was 126mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.